Event description:
It was reported that an alert for high voltage impedance out of range kept appearing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.